Event description:
It was reported that a patient underwent a dental procedure in (B)(6) 2024 and suture was used. During the procedure, the suture rupture during dental surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: (01)gtin unavailable, product made prior to gtin compliance date.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Cglabs received an additional lot 100gqj for product code w500h according to the picture attached on "etus24-97 source email notification" lot# 100gqj belongs to this complaint. Please confirm if this lot also impacted in this event?

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Additional information was requested and the following was obtained: cglabs received an additional lot 100gqj for product code w500h according to the picture attached on "etus24-97 source email notification" lot# 100gqj belongs to this complaint. Please confirm if this lot also impacted in this event? Yes it's confirmed.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4, d9, h3, h6 a manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. D4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Investigation summary ==> the product was returned to ethicon for evaluation. Two needle-suture pieces and one empty winding former for product code w500 were received for analysis. Upon initial inspection of the received samples, it was noted body fluids were found on the strands. The ends of the suture pieces were examined, and they were noted to be cut probably by surgical instruments. Besides that, a knot was observed in one suture piece. Per the conditions of the returned sample, the functional test could not be performed. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance., additional investigation summary ==> the product was returned to ethicon for evaluation. One needle and one suture piece inside the winding former was received for analysis. Product code w500. During the visual inspection of the needle, the swage area and hole were noted with marks by a surgical instrument. The hole was examined under magnification and a remnant of suture was observed. In addition, the suture was inspected, and the end was noted to be cut probably caused by a surgical instrument. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.